Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the patient experienced pain and subsequently was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 to replace the abutment under general anesthetic. This report is submitted on june 21, 2021.